Event description:
The user was attempting to resuscitate a pt and reported that after two minutes of use the compression depth of the device spontaneously increased. The device was removed from the pt and manual CPR was continued. The pt was revived.

Manufacturer narrative:
This device has not yet been evaluated. It was sent to us but has not yet arrived. Follow up info will be sent when the eval is completed.